Event description:
A customer contacted baxter's technical service center regarding an overfill on a homechoice device. The home patient's caregiver helped the home patient manually drain during dwell after the home patient complained of having abdominal pains. The baxter technical service representative (tsr) assisted the caregiver to finish manually draining. Tsr suggested that the home patient contact the nurse to adjust the initial drain alarm to a higher valve as initial drain alarm was set at 0ml. Home patient resumed therapy on the homechoice for the night. Patient later contacted her nurse, and the nurse adjusted the initial drain alarm setting. The nurse stated that the patient had been meeting expected ultrafiltration values before this incident. The nurse stated that the patient has had no further issues since the initial drain alarm setting was adjusted. The patient did not wish to return the device for evaluation. No patient injury or medical intervention was reported.